Manufacturer narrative:
The complaint of straw deformation was verified. Straw has tip end deformed. Two samples were cut from returned straw to make inner/outer diameter measurements. These measurements along with straw length were found to be within specification.

Manufacturer narrative:
.

Event description:
A report was received that during a permanent implant, the patient was harmed with the tunneling tool. The physician believes that the tip was not even with the sheath. The patient was given standard post operation medication.

Event description:
A report was received that during a permanent implant, the patient was harmed with the tunneling tool. The physician believes that the tip was not even with the sheath. The patient was given standard post operation medication.